Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a kinked conductor wire at the form amp pulley. The conductor wire is exposed as a result. The insulation is not damaged. The instrument passed the continuity test. Components adjacent to the kinked wire did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Inadvertent collisions with other instruments, hard surfaces, or sharp objects during handling or usage can cause a kink.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not burning. The procedure was completed with no reported injury.